Manufacturer narrative:
Batch review performed on 30 july 2018: lot 110847: (B)(4) items manufactured and released on 05 may 2011. Expiration date: 2016-03-31. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of hip pain. The surgeon believes the stem is loose. The surgeon plans to pull the stem, head and liner and replace it with another company's product. The surgeon revised the patient on (B)(6) 2018. The cause of the loose stem is unknown. Stem, head and liner revised. Cup left in place.